Manufacturer narrative:
Exemption # e2012017. Report late due to asr to individual reporting transition.

Event description:
Per complaint (B)(4), during the post operative check, patient experienced loss of implant to integrate surgery showed significant bone loss around implants and was removed without difficulty and bone grafting was placed.